Manufacturer narrative:
Continuation of medical devices: 5076-45 lead, implanted (B)(6) 2010 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the patient was seen in the emergency room due to "not feeling well". Device interrogation showed noise and intermittent oversensing on the right ventricular lead causing inhibition of pacing. The following day the patient was brought in for surgery, the lead then had no capture and continued oversensing. The physician was uncertain as to what was causing the noise so the device was explanted and replaced. A new right ventricular lead was attempted, but could not get past the superior vena cava (svc). The pace/sense portion of the right ventricular lead was then capped and replaced with an epicardial lead. The high volt portion of the lead remains in use. No further patient complications have been reported as a result of this event.